Event description:
The lay user/pt contacted lifescan and alleged that the one touch ultrasoft lancing device may be leaving metal particles in her fingers. The pt informed the mas that the past summer (exact date unk) was the first time she had experienced a "splinter-like thing" in one of her fingers. She had surgery for other health issues during that time, and had her surgeon looked at her finger. There was no swelling or color change in the area, but "it hurt when pressed." Prior to consluting the surgeon, she had tried using alcohol rub and tweezers to "try and pill it out." The surgeon was able to remove the particle, but she stated that she had not noted whether the particle was metallic. She was not given any medications and there was no infection. Recently (within the last month), she noticed that two of her fingers that she tests her blood glucose on have started hurting and she can "feel like there is something in there." She had a scheduled appointment in 12/05 with her primary physician and she is planning on consulting him for that. Again, there is no swelling, or color change in those areas. It was verified with the pt that she uses a different lancet for each test and cleaning procedures were also reviewed. The pt stated that she has finished the box of lancets she was using over the summer and may not have the same box of lancets she was using last month when she felt the two fingers hurting. Replacement lancing device and lancets were sent to the lay user/pt.